Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, when stapling on the jejunum the staple line opened up. This occurred with two firing with white cartridges. The device had partially fired on one side of the staple line and not fired on the other side. The surgeon over sewed the staple line. There was no patient impact reported. The device was discarded.